Event description:
Reporter calling, stating that she had a bacterial infection, plastic particles embedded in her bone, and bone cysts after an "experimental" device was used on her during an ankle surgery. Reporter states the myosteotomy system was improperly used and resulted in larger and wider surgical incisions than were necessary in addition to "plastic particles" from the "30 printed device" being shed into her body during surgery, causing bacterial infection and embedding in her ankle bone. Reporter states she has difficulties walking today due to the use of this system and the resulting complications. Reporter states she would like the FDA to investigate the myosteotomy system and "contact the swiss authorities" because it is not safe to use on patients. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 17-may-2024, for mw5148396. Updating device and manufacturer information.

Event description:
Additional information received on 31-may-2024, for mw5148396. Updating device name.

Event description:
Additional information received from reporter on 24-apr-2024 for mw5148396 to update procode to llz..